Manufacturer narrative:
The rupture in the vessel was treated with a balloon catheter prior to the patient being referred to the coronary vascular surgeon for embolectomy and graft replacement. The customer confirmed that the hydrophillic coating at the tip had detached and may remain in the patient anatomy and a vessel perforation occurred.

Event description:
It was reported that the procedure was to treat a chronically totally occluded shunt in a vein graft. An attempt was made to use the connect 250t guide wire to cross the vein graft junction; however, the lesion was very occluded and it did not cross. A rupture in the vessel was observed. After retraction of the guide wire the coating on the tip of the wire was found to be separating from the guide wire just below the tip. It cannot be confirmed for sure if any of the coating remained in the patient anatomy. The patient was referred to a coronary vascular surgeon for an embolectomy due to the inability to cross. There was no clinically significant delay in the procedure.